Event description:
Info received indicates the head of the stretcher is drifting slowly.

Manufacturer narrative:
The technician found that the head panel gas spring was not holding the head panel up. He replaced the gas springs to repair the stretcher.